Event description:
The catheter was being utilized for a dialysis graft declot procedure. The physician went to remove the catheter by opening up the stopcock to deflate the balloon which had been inflated with a 50/50 mix. The balloon would not deflate. The physician then utilized a chiba needle to pass through the patient and deflate the balloon. The balloon went down and the catheter was removed with no problems to the patient.